Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. The device was received in good condition. The device was started in application, no problems found with beeping. However, the downstream sensor was replaced as a preventive measure.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that there was a double beep with cassette. This occurred during testing. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.